Manufacturer narrative:
The customer observed a spark and visible smoke from the back of the architect i2000sr, instrument. The customer indicated that the smoke was coming out of the scc-f+ power supply (system control center). Through normal trouble-shooting, replacement of the scc-f+ power supply resolved the issue and the instrument performed as intended. The affected power supply was not available for return. A 12-month review for previous tickets involving replacement of the scc-f+ power supply indicated that this is the only incident which reported sparks and smoke. The architect i2000sr is certified to the appropriate us, canadian, and international safety standards that apply to electrical equipment for measurement, control and laboratory use. Based on the evaluation results, no product deficiency was identified to be related to the scc-f+ power supply. This event was an isolated incident with no other similar power supplies issues being reported across all six architect platforms (i2000, i2000sr, i1000sr, c8000, c16000 and c4000).

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
While testing with the architect analyzer, the customer noticed that the monitor turned blank and the power going to the cpu (central processing unit) was off. The customer tried to get the power back on by keep on pressing the power button till the customer observed a spark and visible smoke coming from the back of the cpu. The customer powered down the entire architect unit and unplugged it from the ups. No reports of injuries or any adverse impact to patient management.